Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
A device was returned for evaluation and it was determined that it was not an axium coil; therefore, the event cause could not be determined.(B)(4).

Event description:
Treatment of an aneurysm. During the procedure, it was reported that the axium implant coil could not be detached, so a different coil was used to continue the procedure. At this point, the physician was not able to see the marker band on the echelon catheter and a different catheter was used to finish the procedure. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2012-00708.